Manufacturer narrative:
Hamilton medical comes to the following conclusion: rootcause: defective esm board. Correction: replacement esm board.

Event description:
The following was reported to hamilton medical ag: summary: blank display due to defective esm board.

Manufacturer narrative:
The following was reported: :"intermittent pwr on failure, frozen progress bar on ip, normal startup after hard reset." No patient involvement. The event did not cause or contribute to a death or serious injury to a patient. Correction: ip esm replaced. No patient involvement reported. The provided logfiles do not cover the date of the event. No further analysis possible.